Event description:
Elderly female with history of type 2 diabetes, hypertension and congestive heart failure. Patient was having a CT angio of chest, "injector was set to inject a patient at 5cc/sec with a total of 94cc, the saline flush worked fine, then when the contrast started only 1 cc was injected and then the syringe broke at the bottom. The injector was reloaded and patient's exam was then finished without further incident".